Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device was explanted. No additional adverse patient effects were reported.